Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: va1qq8s, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Product ID: 3889-28, lot #: va1y761, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-apr-2022, UDI #: (B)(4). Product ID: 3889-28, serial/lot #: (B)(4), ubd: 14-feb-2023, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, (B)(4) (con): information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Lack of efficacy from interstim device and impedances >4000. The patient stated she had a fall in (B)(6) 2018 but doesn¿t remember exactly what day. The office staff checked the impedances and reprogrammed the interstim (B)(6) 2019. Replacement of lead, ins, and lead. The lead was tunneled and hooked to the old battery. The impedances were checked in the sterile field revealing multiple impedances > 4000. The battery was removed from the pocket, the lead disconnected and cleaned, reconnected, re-inserted into the pocket, and impedances rechecked with an increase pulse width of 300. Multiple impedances were still >4000. The wiping procedure was repeated again except this time the pulse with was 300 and the voltage 2.0. The impedances remained >4000. It was decided a new ins would be hooked to the new lead. All connections were cleaned,the new lead was connected to the new ins, the impedances were tested at a pulse width of 300 and voltage of 2.0 and the impedances were all >4000. The new battery was removed from the pocket, the replacement lead disconnected, cleaned, and reinserted into the battery, tightened, and this time 2 separate impedance checks were performed both inside the pocket and outside the pocket. Both impedance checks revealed impedances >4000. It was decided that the replacement lead from (B)(6) 2019, would be explanted and replaced with another replacement lead. The 1st replacement lead of the day was fully explant and will be marked and returned to medtronic in the same box as the old ins and old lead. The 2nd replacement lead was the same model as the first of the day. This second replacement lead was implanted, tunneled, cleaned, and connected to the new battery. The impedances were checked in the sterile field at a pulse width of 210 and voltage of 1. All impedances were within normal limits. The incisions were closed and she was feeling stimulation at 0.8 volts in the perineal area. The issue was resolved at the time of this report.

Manufacturer narrative:
Product analysis #(B)(4): analysis information -- 2019-07-31 13:08:49 cst pli# 20 product ID# 3058 below is the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Product ID: 3889-28, lot# va1qq8s, implanted: (B)(6) 2018. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing.: analysis identified that the outer insulation of the lead was separated in the body of the lead at a butt joint at the distal end of the lead; consistent with explant damage explanted: (B)(6) 2019, product type: lead. Product ID: 3889-28, lot# va1y761, implanted: (B)(6) 2019, product type: lead. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the {x} connector sleeve(s) was/were crushed on the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-june-17 (B)(4) (con): information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Lack of efficacy from interstim device and impedances >4000. The patient stated she had a fall in (B)(6) of 2018 but doesn¿t remember exactly what day. The office staff checked the impedances and reprogrammed the interstim (B)(6) 2019. Replacement of lead, ins, and lead. The lead was tunneled and hooked to the old battery. The impedances were checked in the sterile field revealing multiple impedances > 4000. The battery was removed from the pocket, the lead disconnected and cleaned, reconnected, re-inserted into the pocket, and impedances rechecked with an increase pulse width of 300. Multiple impedances were still >4000. The wiping procedure was repeated again except this time the pulse with was 300 and the voltage 2.0. The impedances remained >4000. It was decided a new ins would be hooked to the new lead. All connections were cleaned,the new lead was connected to the new ins, the impedances were tested at a pulse width of 300 and voltage of 2.0 and the impedances were all >4000. The new battery was removed from the pocket, the replacement lead disconnected, cleaned, and reinserted into the battery, tightened, and this time 2 separate impedance checks were performed both inside the pocket and outside the pocket. Both impedance checks revealed impedances >4000. It was decided that the replacement lead from today, (B)(6) 2019, would be explanted and replaced with another replacement lead. The 1st replacement lead. Additional information was received. No new information.